Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact for the blood glucose as the customer was not using the pump for insulin therapy. Reportedly, the customer continued using manual injections for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose as the customer was not using the pump for insulin therapy. Reportedly, the customer continued using manual injections for insulin therapy.

Manufacturer narrative:
B5: replace b5 statement.